Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown femoral component, catalog #: unk, lot #: unk; unknown tibial trays, catalog #: unk, lot #: unk. Customer has indicated product will not be returned to zimmer biomet for investigation as the product remains implanted. Investigation is in progress. Multiple MDR reports filed for this event, please see associated report: 0001822565-2018-06318, 0001822565-2018-06321, 0001822565-2018-06322. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported that patient underwent a knee procedure. Subsequently, patient underwent a manipulation and aspiration and continues to experience pain.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it has been determined this product was reported under the incorrect MFR#. It will now be reported on under MFR#: 0001825034-2018-11563.